Manufacturer narrative:
The failure investigation has been completed for the wake button. Based on the analysis, the alleged issue could not be verified. Additionally, the failure investigation has been completed for malf 0 and the alleged issue was verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the wake button was not working. Customer pressed the wake button with more force and while the screen did turn on, the button did not allow the pump to be powered off. Additionally, a malfunction alarm occurred. Customer¿s blood glucose was 156 mg/dl. Customer reverted to an alternate method of insulin therapy.